Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The baseline weight of the patient was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. On (B)(6) 2018, the patient reported "uncontrollable jerking" when utilizing the therapy before be

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the event was not due to programming. It was noted that the most recent interrogation prior to the event was (B)(6) 2017. On (B)(6) 2017 during a scheduled clinic visit, the patient requested the doctor revise the lead placement. The nurse practitioner was going to discuss the case with the doctor. The outcome was reported as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that lead repositioning was done on (B)(6) 2018. Event resolved on (B)(6) 2018. One lead was repositioned to c5 and the other to t1. No issue with leads identified. Migration was not confirmed. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the patient reported she had not utilized the therapy as she did not like the vibrations from the stimulation. The therapy was suspended. No further diagnostics or interventions were performed. On (B)(6) 2017, the patient resumed utilizing the device. The previously reported uncomfortable stimulation was not discussed. On (B)(6) 2017, the patient reported that the therapy had not treated her pain as expected. All programs have proven ineffective; the therapy had been ineffective. The leads were viewed under fluoroscopy and revealed the leads migrated slightly. The device diagnosis was lead migration/dislodgement and the clinical diagnosis included no therapeutic relief. The patient was instructed to follow-up for reprogramming which should provide greater pain control and stimulation coverage. On (B)(4) 2017, the device was reprogrammed and an MRI was ordered. On (B)(6) 2017, the MRI results were reviewed, however, the lead tip location was not included. The radiology facility was going to be contacted to obtain the results. The patient also reported a shocking sensation with certain movement. As of (B)(6) 2017, there was no further notes in the chart regarding the lead placement. The event was ongoing.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that the patient fell with concern that their leads may have migrated, suspected lead migration, which occurred on (B)(6) 2017. The patient was instructed to schedule an appointment with a company representative for reprogramming and then they would also assess their lead tips at that time. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure. The patient never scheduled the appointment and did not continue to express this concern at their office visit on (B)(6) 2017. No intervention/action was taken. The outcome was reported as resolved without sequela on (B)(6) 2017. No further complications were reported or anticipated.